Manufacturer narrative:
Visual inspection directly performed at customer's site and log analysis revealed that the arterial pump worked as expected, while it was found that the yellow level sensor was clearly damaged and the red one was functional, but slightly dirty. The customer used a tape that was procured independently, rather than one of the two types recommended in the IFU.

Event description:
The user found an issue during bypass: while protected mode was active, the system detected a low reservoir (red level sensor led off, alarm displayed on screen), but the pump did not stop as expected. The user had to manually slow the pump. According to the user, this issue is intermittent, sometimes the pump stops as intended, and sometimes it does not. No harm occurred to the patient.

Manufacturer narrative:
The investigation for this case is ongoing. A follow up report will be submitted with the findings.

Event description:
The user found an issue during bypass: while protected mode was active, the system detected a low reservoir (red level sensor led off, alarm displayed on screen), but the pump did not stop as expected. The user had to manually slow the pump. According to the user, this issue is intermittent, sometimes the pump stops as intended, and sometimes it does not. No harm occurred to the patient.